Event description:
It was reported by surgeon that the haptic of preloaded intraocular lens was torn while he was implanting the lens and he felt stiff when pushing the plunger. He noticed that the leading haptic was torn when he unfolded the lens, so he removed the lens and implanted a new lens. Additional information stated that only leading haptic was torn and rest of the optics and following haptic remained in the preloaded. So leading haptic was removed and replaced with another jnj lens of the same model and diopter. There is no report of patient injury or medical/ surgical intervention. The patient is fine and eyesight is good too. The product is available for return. No other information is available.

Manufacturer narrative:
Section a2, a3b, a4, and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section e1: initial reporter: address: unknown/ asked but not available. Section e1: initial reporter: email address: unknown/ asked but not available. Section e1: initial reporter: telephone number: unknown/ asked but not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.